Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with cauterization (date not reported). The implanted device remains.